Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the rubber septum separated from the bd q-syte¿ luer access split-septum stand-alone device during use. The following information was provided by the initial reporter: "occurs in the process of removing a infusion set from the q-syte. Rubber septum comes out at the end of the infusion set together."

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a q-syte connector without the top disc present on the connector. The top disc appeared to be present over the stem of a non-bd component. The bottom disc did not appear to be connected to the top disc. It could not be determined if the non-bd component contained an iso compliant luer stem. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. The damage to the septum on the q-syte connector may occur during manufacturing due to gripper damage; however, the damage may have occurred during use due to misalignment or improper connection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.